Event description:
The customer obtained false positive vitros hbsag results on a single pt tested in 2008, on a vitros eci. A second sample tested the following month, was negative and believed to be the correct result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that discordant vitros hbsag results were obtained on serial samples from the same pt. The investigation was unable to determine the root cause of the discordant hbsag results associated with the vitros system, vitros hbsag, and vitros hbsag confirmatory reagent, as the event occurred over a yr ago and there is no info available to determine exactly what occurred. The root cause is unk.